Event description:
Healthcare professional reported via the national breast implant registry (nbir) "migration/implant malposition; correction of asymmetry" and "correction of asymmetry;ptosis" which is not device related. This record is for the left side. Device has been explanted.

Manufacturer narrative:
The events of migration and malposition are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: migration, malposition.